Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a heavy calcified common femoral artery was attempted using two proglide devices with a 6f sheath after a peripheral interventional of the superficial femoral artery procedure. Reportedly, there was no suture present when the plunger was removed with the first device. A second device was attempted, all steps were followed accordingly and knot was advanced and tested to be locked; however, hemostasis was still not achieved. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.